Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient had experienced permanent damage. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful.